Event description:
It was stated that the insulin pump had a blank display. The customer was not comfortable with the insulin pump and asked to have it replaced. The reported blood glucose reading was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded liquid display board.